Event description:
This lead dislodged and was successfully repositioned. All reports indicate the lead remains actively implanted. Should additional information become available, this event will be updated.